Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomena. Also it was found that the image of the subject device was not displayed with noise due to the image sensor cable break and the scratched electrical contacts of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device was not displayed with noise because the malfunctions of the image sensor cable and the electronical contacts of the video connector, of the subject device. The subject device had been returned to sorc for repair of the abnormal degree of angulation/wrong direction and image noise. The occurrence date of the event is unknown. There was no patient injury associated with this report.